Event description:
It was reported to boston scientific corporation that an arise apical/anterior vaginal support system was used during an apical anterior repair procedure. During the procedure the sutures broke on each of the arise arms as the physician was firing the capio device. The suture broke about a centimeter about the capio bullet. The physician attached another suture to the arm of the device and completed the procedure. It was also reported that the capio bullets did not remain within the patient. No patient complications were reported as a result of this event and the patient's condition was reported as "good."

Manufacturer narrative:
The suspect device was implanted and not available for return. A device evaluation cannot be performed. The cause of the reported malfunction is undetermined.